Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system did not show the end of a non-sustained ventricular tachycardia (vt) episode and could not be completely print. Technical services (ts) explained the vt storage algorithm and confirmed that the event was terminated appropriately due to vt morphology. In addition, ts observed there has been noise and variable shock impedance recorded, reaching up to out-of-range measurements. Troubleshooting was recommended to evaluate the right ventricular lead integrity and ensure appropriate brady and tachy support. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system did not show the end of a non-sustained ventricular tachycardia (vt) episode and could not be completely print. Technical services (ts) explained the vt storage algorithm and confirmed that the event was terminated appropriately due to vt morphology. In addition, ts observed there has been noise and variable shock impedance recorded, reaching up to out-of-range measurements. Troubleshooting was recommended to evaluate the right ventricular lead integrity and ensure appropriate brady and tachy support. This ICD remains in service and no adverse patient effects were reported.